Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 54 mg/dl. Cause of bg level was not known. Customer consumed carbohydrates to address bg. No additional information regarding this event was provided.